Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The contact indicated that the occlusions seem to occur on the third day after the pump supply change. The customer's blood glucose (bg) level was 363 mg/dl. A bolus of insulin and an insulin injection were used to address the high bg level. The customer's spouse had assisted the customer with treatment to ensure that the customer does it correctly. Tandem technical support had the customer perform a system check and the occlusion was possibly to have been associated with the infusion set site. After changing the site selection and changing the supplies on the pump to every 2 days, the contact reported that the occlusion issue appears to have been resolved.